Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the netherlands alleged discrepant results for one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 (negative for influenza a&b). The same sample was retested on competitor platforms (panther fusion and genexpert) and generated negative results. The influenza b positive result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Although a root cause cannot be identified, the data shows true amplification for the positive result. An investigation was performed and no systemic product problem with the reagent or instrument was identified. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use. Facility name truncated due to character limit : (B)(6).